Event description:
The user facility biomed reported that during pre-use checkout the device alarmed "ext high peak" and "circuit occlusion".

Manufacturer narrative:
(B)(4). A carefusion field service rep was dispatched to the user facility. The fsr evaluated the device verified the reported event and determined that improperly seated exhalation corner components were the most likely cause of the event. The carefusion fsr reseated the exhalation corner components and the alarms went away. The carefusion fsr then verified the calibration of the device's pressure transducers, ran the device through the operational verification procedure (ovp) and the device passed all of the tests. The device was then returned to the user facility's control ready to be placed back into service.